Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of over 500mg/dl, with nausea, vomiting, large ketones, polydipsia, confusion, chest pain, shortness of breath, symptoms of dehydration, blurred vision, extreme drowsiness, rapid deep breathing, and strong fruity breath, associated with an alleged no power issue. Reportedly, the patient discontinued pump therapy, and was treated in the hospital with insulin via pump, insulin via injection, and intravenous fluids by their healthcare provider. During troubleshooting with customer technical support, it was alleged no replace battery warning was given but there were unconfirmed warnings in the pump history including empty cartridge and auto off alarms. The patient had the auto off set for after 24 hours. The patient also failed to bolus. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.